Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issues. The event codes were not repeatable. The main keypad was replaced for the reported buttons not working. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the logged event codes could not be determined. The cause of the buttons not working was due to a worn main keypad assembly.

Event description:
The customer contacted stryker to report that the buttons on their device were not working. It was also reported that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In addition, another event code was logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the buttons on their device were not working. It was also reported that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. In addition, another event code was logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. There was no patient use associated with the reported event.